Event description:
A malfunction alarm was reported with a code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level, staying below 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issue reoccurs, which they acknowledged and understood.